Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50 serial/lot: (B)(4) description: linear st lead, 50cm model: sc-4316 serial/lot: ni description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant of one lead due to high impedances. When the lead was being removed a kink was noticed inside, which made the withdrawal of the clik anchor difficult. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The returned lead (s/n (B)(4)) were analyzed and visual inspection found that the lead body was a fractured/kinked at the proximal end just before the retention sleeve and cables are exposed. High impedance readings were registered at contacts # 1 and 7. X-ray inspection confirmed broken cable in the proximal end of the lead. The broken cable resulted in the reported complaint of high impedance. A review of the manufacturing documentation for lead (s/n (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant of one lead due to high impedances. When the lead was being removed a kink was noticed inside, which made the withdrawal of the clik anchor difficult. The patient was reportedly doing well postoperatively.